Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. The investigation was unable to confirm the customer problem, no problems were found with delivering a dose. No problems were found with the operation of the pump's dose key or keypad. In addition there were no reports of any key stuck messages found in the pump's event log. The pump did not display any errors on power up or in the pump's error log and there were no reports on any unusual messages being found in the pump's event history log. Pump was found to be delivering as programmed. The pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was received with a statement "suspected wrong dose." Per reporter no more information was received or available. No adverse patient effects were reported.